Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging throat and sinus problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 1 error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The information reported with MDR 2518422-2025-047611 is considered as not reportable. In this report a correction has been made. Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.